Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the patient's implant procedure, a competitor device damaged the distal left pulmonary artery vessel. As a result, the patient experienced hemoptysis, intubation and transferred to a trauma center. The following day, (B)(6) 2018, the patient was stable and extubated without complication. Patient was kept in the hospital for unrelated issues.